Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that visible narrowing of the cannula tube was detected. The user also reported that no pt was involved and the event occurred prior to use.